Event description:
Reportedly, while transitioning the patient onto the ht70 ventilator, a "motor fault error" alarm occurred. The patient was manually ventilated before being transferred to a back up ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.